Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The 25-sep-2020, the neurosurgeon asked to have a company clinical representative present to support a case and check if there are no problem with the screen. The case was supported by phone: the neurosurgeon called because robot booting for 2 seconds and then shutdown (start button is becoming red after 2 seconds). No solution found, surgery was aborted.

Manufacturer narrative:
No data were available for analysis. The described issue was that a message was displayed at the start of the computer, indicating 'boot guard verified failed, system will shut down'. Two weeks later, when started, the computer booted for two seconds, then the start button lit on, and the computer shut down. After several attempts, it could not be started. The bios was upgraded to the last version released 'precision_tower_3620_2.15.0, and it corrected the issue. Based on the investigation performed, the technical root cause of the event was determined to be a bios version issue.

Event description:
The (B)(6) 2020, the neurosurgeon asked to have a company clinical representative present to support a case and check if there are no problem with the screen. The case was supported by phone: the neurosurgeon called because robot booting for 2 seconds and then shutdown (start button is becoming red after 2 seconds). No solution found, surgery was aborted.